Event description:
Journal reference: matzel ke, kamm ma, stosser m, et al. Sacral spinal nerve stimulation for faecal incontinence: multicentre study. Lancet. 2004; 363(9417):1270-1276. In patients with faecal incontinence in whom conservative treatment fails, options are limited for those with a functionally deficient but morphologically intact sphincter. We investigated the effect of sacral nerve stimulation on continence and quality of life. Reportable event: pain was the most frequent complication but resolved in four with reprogramming and in one with drugs. In one patient the pain event was unresolved at study closure. See mfg report# 2182207200807890.